Event description:
It was reported that when the patient had their trial it was not successful and a lead was coming out. It was noted that the lead on the right side was causing their vagina to hurt and feel swollen, and the left lead was already coming out and the patient did not know if it was going to work. It was reported that during the trial, the patient didn't see any symptom reduction.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).